Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed based on the functional testing and archive data review. The root cause is due to a defective load cell. The archive data was reviewed and contained multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) on 04 mar 2017 rather than on the reported event date given by the customer of (B)(6) 2017. The archive data does not show any error message between 05 mar 2017 until the reported event date of (B)(6) 2017. Visual inspection of the platform found no physical damage during visual inspection. The platform was functionally tested and during power up displayed intermittent ua 41 error messages which resolved after the temperature sensor cabling was reinstalled. This issue was unrelated to the report of ua 7 error message. Following this, the platform was further tested and displayed a ua 7 error message. Replacement of the single point load cell resolved the ua 7 error message. The platform was again tested including the load characterization check and operated as intended without any further issues observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message during shift check. No patient was involved with this event.